Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and showed no evidence of contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the relation between the device and the positive culture test could not be judged. Further, on jul 15, 2024, the user ordered culture test from third-party labs, which resulted in detection of bacteria and on jul 23, 2024, the legal manufacturer ordered culture test of the received device to the third-party labs and the result was negative. Information on the reprocessing steps provided by the user was reviewed and found no deviation from the instructions of use (IFU). However, the definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. Olympus will continue to monitor field performance for this device.